Event description:
(B)(4). Event occurred in the united states. The patient reported that his infusion sets were coming unhooked at the quick release. They stayed in his body but the tubing fell out. The sets had come loose five times in last 60 days before this report. Sometimes they stick and other times they pop loose. A couple of times it was loose at work, other times it happened when he was sleeping. The last set detached on the second day of use. When he woke up and his blood glucose level was over 400 mg/dl, which he self-treated with a manual injection. The site location was on the side of abdomen and varied from left to right. The pump was worn on the right side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.